Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient underwent a pump revision as a result of weight loss, which allowed the pump to move around. As a result, post-revision the patient sustained an infection and the pump was removed. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.